Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of tubing/chamber, black particles in a slimey substance in device,difficulty breathing/short of breath, headaches and skin colour becoming pale after using the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In initial report, section b6 clinical codes were not completely captured, corrected and udpated in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of tubing/chamber, black particles in a slimey substance in device,difficulty breathing/short of breath, headaches and skin colour becoming pale after using the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 18 error code found. The third-party service centre concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. Sections d8, d9, h2, h3, h6 have been updated in this report.

Event description:
The manufacturer received information alleging particles in tubing/chamber; black particles in a slimey substance in device; difficulty breathing/short of breath; headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.